Event description:
On (B)(6) 2019, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the peg was pulled inside, despite the patient's wife's efforts to pull it out. On (B)(6) 2023, during an endoscopy, it was found that at the final end of intestinal tube there was bezoar and a knot. The peg and j tubes were replaced. The patient was not hospitalized.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.